Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the therapy was turning on and off on its own, they then clarified that when they were connecting the patient programmer to the ins, the ins off symbol was being seen on the patient programmer screen. It was confirmed the patient programmer screen was not turning off and on unexpectedly. Patient confirmed the ins status with the patient programmer correctly. Caller reviewed they could tell it was not working, so they used the patient programmer to check it, and because this had been happening they had been checking it. Caller clarified they used the middle blue button on the left side of the controller to start a connection with the ins. It was reviewed that the patient may have been turning ins off with button use, patient disagreed, stating they knew how to use the patient programmer. Button function was reviewed. The patient was able to sync on the call and saw stimulation was on, set to program 1 at 1.30. The patient was advised to keep a journal of on/off incidents and was redirected to their healthcare provider for additional troubleshooting. No further complications were reported or anticipated.